Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The o2 gas module was found faulty and had to be replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced o2 gas module and the logs from the ventilator were not sent to our investigation. Therefore further investigation was not possible and the root cause for the defective o2 gas module could not been identified.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the o2 gas module of the ventilator was not functioning. There was no patient harm. Manufacturer ref.#: (B)(4).